Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav catheter for which biosense webster¿s product analysis lab (pal) identified some electrodes were squashed. It was initially reported by the customer that during the operation, the magnetic sensor issue/error was displayed. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported magnetic sensor issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 23-jan-2025, the bwi pal revealed that a visual inspection of the returned device found the first and second electrodes were squashed and the eighteenth electrode slid up from its original place almost reaching the seventeenth. These findings were reviewed and assessed the damaged electrodes issue as MDR reportable malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device was performed in accordance with j&j medtech procedures. Visual analysis of the returned device revealed that the first and second electrodes were squashed, additionally, the eighteenth electrode slid up from its original place almost reaching the seventeenth, and lastly, spline e was elongated. The device was connected to the carto 3 system, and it was recognized; no magnetic errors were observed; however, spline f was not visualized. Additionally, two signal noises from the seventeenth and eighteenth electrodes were observed due to two open circuits in the tip area. The visualization issue could be related to the open circuits. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The magnetic error reported by the customer could not be replicated during the product investigation; therefore, it was not confirmed. The potential cause of the electrodes and spline damage could be related to the handling of the device during or after the procedure; however, this could not be conclusively determined. The potential cause of the open circuits could be related to the electrode damage; however, this could not be established conclusively. The instructions for use instruct to: do not introduce the catheter into a guiding sheath with the catheter¿s distal spines folded backward toward the handle. Collapse the spines together using the insertion tube prior to insertion. The catheter is recommended for use with an 8 f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with transseptal sheaths featuring side holes larger than 1.25 mm in diameter. Do not use excessive force to advance or withdraw the catheter through the guiding sheath when resistance is encountered. Prior to removing or repositioning the catheter, use direct imaging guidance such as fluoroscopy or ultrasound to confirm that the spine assembly is not entangled with another catheter or with an anatomical structure. The magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: electrical lead/wire (g02015) were selected as related to the visualization and noise issues on spline f and electrodes seventeen and eighteen identified by bwi pal. Investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: electrode (g0201501) were selected as related to the squashed electrodes identified by bwi pal. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the elongated spline e identified by bwi pal. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer's reported issue of magnetic sensor issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).